Event description:
During a surgical procedure, the following was reported to have happened: the table was being moved into reverse trendelenburg via the hand control, but when the button was released, the table continued moving into reverse trendelenburg, almost dropping the pt. The pt did not fall off the table and no injury was reported.

Manufacturer narrative:
The table was evaluated by a berchtold field service rep on (B)(4). The problem was not duplicated. As a precautionary measure, the hand control will be replaced and returned to berchtold for eval.